Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04586. The patient received two leads with the same lot number and two extensions with the same lot number. It was reported the patient was not receiving adequate stimulation coverage. The physician replaced the leads. It was reported the leads and extensions were damaged during the procedure and discarded. Follow up identified the patient received effective stimulation coverage postoperative.